Manufacturer narrative:
Additional information: annex d and b codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one euphora rx balloon catheter (lot 227945950) to treat a lesion. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that balloon deflation difficulties occurred and that the device was slow to deflate at the lesion site. The balloon was removed from the patient still on the wire. The patient was reported to be alive with no injury. During the same procedure it was intended to use one euphora rx balloon catheter (lot 227220474) to treat a lesion. There was no damage noted to the packaging of the device. The device was inspected with issues noted. Negative prep was not performed. It was reported the catheter/delivery system was deformed at the tip and a kink was noted. The tip deformation was noted on device inspection, out of the box. The device was not used in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.